Event description:
Related manufacturer reference number: 2017865-2022-15038. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high impedance and intermittent capture. During the rv lead revision procedure, it was noted that the set screw was loose. The set screw was tighten and all the measured values were within the limits. The patient experienced no consequences.